Event description:
It was reported that the insulin pump alarmed no delivery thrice, and the issue was not resolved by changing the infusion set and reservoir. The blood glucose reading was 378 mg/dl, which was treated with a manual injection and bolus. The customer's mother stated that the customer discontinued use of the insulin pump thereafter. She reported that she and the customer had tried all remedies. The customer decided to monitor the insulin pump and call back if the no delivery alarm recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.